Event description:
Healthcare professional reported three months after injection in multiple unspecified injection sites with an unspecified type of juvederm voluma, pt developed "late hypersensitivity resulting in: redness, warmth, and swelling that stats on one side and then in the other injection site." Furthermore, the healthcare professional reported a possibility that the pt developed a fever weeks prior to the apparition of symptoms. Pt was treated with prednisone, kencort injections and hyaluronidases.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event hypersensitivity resulting in redness, warmth, and swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.